Manufacturer narrative:
(B)(4). Instrument a: pinion axle. Instrument b: batch # f5wy46, exp date: 09/26/2014; MFR date: 10/26/2009; the analysis showed that the ats45 device (a) was received with the firing trigger stuck halfway and with a reload loaded in the device. The reload was received partially fired and with the cartridge lock out normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that the ats45 device (b) was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracoscopy, the first device worked without problems for twelve firings. The second device was fired and did not cut then the surgeon fired it again and it still did not cut; only stapled. The third device stapled once and then jammed. A fourth device was used to complete the procedure. No adverse consequences reported.